Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 380 mg/dl at the time of incident. Troubleshooting found that the drive support cap was protruded out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch also, unable to perform displacement test due to motor anomaly. The insulin pump was received with broken battery tube threads, cracked case at the display window corners, broken reservoir tube lip and minor scratches on the lcd window.